Event description:
It was reported that the sec set 20dp 30in w/hanger ll experienced leakage. The following information was provided by the initial reporter: material no: 72213n batch no: 20043049 . I hanged I rl notec an and connected it to the primary tubing. Upon starting the irinotecan, it began leaking at the end of the secondary tubing where it was attached to the primary tubing. I immediately stopped the infusion. We determined that it was definitely the secondary tubing that was leaking. After clamping the tubing, I detached the irinotecan and deposited it into the brown chemo bag and then put that into the clear bag it gets delivered in pharmacy removed the product from the area and replaced the infusion with a new infusion set including new medication bag.

Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. The customer complaint of leaking at attachment to primary tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 72213n lot number 20043049 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: mw5099408. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sec set 20dp 30in w/hanger ll experienced leakage. The following information was provided by the initial reporter: material no: 72213n, batch no: 20043049. I hanged I rl notec an and connected it to the primary tubing. Upon starting the irinotecan, it began leaking at the end of the secondary tubing where it was attached to the primary tubing. I immediately stopped the infusion. We determined that it was definitely the secondary tubing that was leaking. After clamping the tubing, I detached the irinotecan and deposited it into the brown chemo bag and then put that into the clear bag it gets delivered in pharmacy removed the product from the area and replaced the infusion with a new infusion set including new medication bag.